Event description:
It was reported that the customer had an alarm occur with their insulin pump while the customer was in surgery. The customer was not using the pump at the time of the surgery. Customer's blood glucose level was not reported. The customer will call back to trouble shoot if problem persists. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).